Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once additional information is obtained. The date of manufacture for this meter is unknown. The date listed is the date when abbott diabetes care became aware of the event. Additionally: the actual date when the medical event occurred is unknown. The date listed is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A nurse reported that on an unspecified date/time a patient/customer experienced a medical event due to not receiving a replacement adc meter and battery. Customer originally called on (B)(6) 2015 and noted the test did not start on her/his adc blood glucose meter and reported noticing a battery icon on the meter's display. At the time of the call, customer denied receiving any third-party medical intervention. However, prior to receiving the new meter customer/patient became "nervous" and was "sweaty". It was further reported the patient/customer went to a hospital, was diagnosed with hypoglycemia and treated with a glucagon injection. There was no report of death or permanent injury associated with this event.